Event description:
A surgeon reports having a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number or any identification traceable to the manufacturing documentation. Additional information was requested 06/16/2008 and 06/19/2008. Additional information was received 06/16/2008 by phone. A completed questionnaire has not been received. This report was mailed to FDA on: 07/03/2008.